Event description:
It was reported that this pacemaker had under sensing and inappropriate pacing as a result. Atrial under sensing was present, leading to atrial pacing. As a result, ventricular activity well within blanking after the atrial pacing. Inappropriate ventricular pacing was then present without capture. Ts recommended urgent follow-up to assess blanking and rv thresholds. This pacemaker system remains in-service. No adverse patient effects were reported.